Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.